Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump button jams during bolus. Customer's blood glucose level was 155 mg/dl. Customer removed battery after insert new one alarm and unreachable clear. The device will not be returned for analysis.